Event description:
Eight days after the endovenous laser treatment procedure, the pt returned to the clinic reporting pain and blistering in the right thigh. On follow-up the previously blistered area had ulcerated. Diagnosis of cutaneous thermal injury was made. Over the course of seven weeks, the ulceration healed. Immediately under the burn site, thrombosed tributaries were identified, which could be traced almost immediately into the gsv. Six months after the skin burn occurred the site had healed by secondary closure and the pt reported no leg pain.